Event description:
Reporter received letter on 12/22/2025 listing recalled freestyle libre lot numbers. Reporter was guided to call the FDA, on behalf of her husband. Her husbands device is consistently giving low readings. She reports him having feelings of weakness at night. She says he has been using this device for about 3 months and stopped using it once they received the recall letter. Reporter states her husband would consistently check his glucose levels with strip kits.